Event description:
Report received indicated that patient presented to the emergency room with syncope and the heart rate was in the 30's. There was no capture. In addition there was a ventricular lead fracture that was capped. Of note: there was no visual fracture and lead was not tested on analyzer. The device was replaced due to upgrade. The device was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvir 75 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the ventricular lead impedance measured open on (B)(6) 2010 which is before the explant date of (B)(6) 2010. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.